Manufacturer narrative:
B.5. Medtronic received additional information that the pressure increase was rather sudden, according to the report. The flow rate dropped from 4l to 1l. Voluven, nitinol and heparin were used. An act was used, approximately 480-500 seconds. The room temperature was 25. The customer believes the fibrinogen was somewhat high. Device evaluation: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7l/min blood and gas flows) the results are as follows: 268 mmhg blood side pressure drop conclusion: reason for the return was undetermined. D.4. Serial number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdr <(>&<)> fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that pressure loss in the device increased. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.